Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that direct current power supply (dcps) was defective. The defective pdu fantray and dcps was returned for analysis, and it was concluded that the cause of the issue was 24v power supply. Fse replaced the pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.